Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of stored electrocardiograms, the patient's cardiac defibrillator showed episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed and made the following day during an in-clinic check-up. Unaware of the oversensing, the patient was asymptomatic and stable before, during, and after the programming changes.